Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box and history showed a call service alarm had recorded. The pump was showed visible moisture in the display. The pump was powered on with no display but had functional audio tones and vibration features. During testing, the pump failed a leak test. Further testing was unable to be performed due to moisture. The pump was opened and corrosion and moisture was found on all internal surfaces.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that call service alarms had occurred more often than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.